Event description:
It was reported that the pulse generator was explanted on an unknown date due to noise observed on both atrial and ventricular channels. The patient was sent to different facility for lead extraction. No further information was reported.